Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. It should be noted that the xience sierra, everolimus eluting coronary stent system instructions for use (IFU), states: note the product use by (expiration) date specified on the package. The IFU also states: note the product use by (expiration) date specified on the package a review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017: use after expiration.

Event description:
It was reported that after implanting the xience sierra stent it was noted to be expired. The patient is doing well. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.